Event description:
Boston scientific-target was notified that the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was examined before the procedure and looked good. No more force than usual at retracting or pushing the coil. No friction either. Not more tortuous than usual. No kink on the pusher wire. The coil was deployed with no problem. New cables were used and new batteries for the synerg power supply. The cables were attached to the pusher wire the voltages were fluctuating around 7. The amp was apparently around .09 amp (very low). The physician commented also that usually with the new gdc-4 generation, when it detaches, they get a change on the EKG reading of the anesthetist monitor and this time it never happened. No alarm detachment signal for about 15 minutes. The reason was the physician was waiting that long is because of the first coil put in place. After this period of time, they went back to the first power supply, changed the batteries, changed the cables. They waited for another 15 minutes, no alarm. Changed the power supply again, new cables, new batteries. After a total of avout 30 minutes, the physician decided to check the gdc pusher wire and realized that it was detached. This was the last coil used during this procedure. The pt was kept under anticoagulotherapy after the procedure and was doing well. No consequences for the pt. The coil was all inside of the aneurysm when the pre-detachment was noticed.